Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller assembly. The device was evaluated and the reported issue was confirmed as it was noted that the compressor was making noise due to a faulty chiller assembly. Replaced chiller assembly sn (B)(6) with chiller assembly sn (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device had no speaker sound and they also stated that the compressor seems to make some noise and wanted that checked out too. They are sent the assessment quote.

Event description:
It was reported that the biomed stated the arctic sun device had no speaker sound, and they also stated that the compressor seemed to be making some noise and wanted that checked out too. They are sent the assessment quote.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller assembly. The device was evaluated, and the reported issue was confirmed as it was noted that the compressor was making noise due to a faulty chiller assembly. Replaced chiller assembly sn (B)(6) with chiller assembly sn (B)(6). The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # (B)(6). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.